Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling and bard avaulta solo support were implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent explantation of retrovaginal space, release of mesh arms, repair vagina and cystoscopy due to vaginal pain secondary to mesh on (B)(6) 2011. The patient underwent resection of vaginal mesh and cystoscopy on (B)(6) 2012.

Manufacturer narrative:
The patient underwent mesh revision/removal on (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, and (B)(6) 2010 due to mesh protrusion, mesh erosion, abdominal pain, back pain and dyspareunia. The patient underwent mesh revision/removal and a partial hysterectomy on (B)(6) 2011 due to mesh protrusion, mesh erosion, abdominal pain, back pain and dyspareunia. The patient underwent mesh revision/removal on (B)(6) 2011 due to mesh protrusion, mesh erosion, abdominal pain, back pain and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, cystocele and urethral hypermobility. The patient experienced chronic pain in abdomen, pain in back and painful intercourse. It was reported that the mesh was protruding out of vagina. It was reported that the patient underwent mesh revisions on (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2011. The patient underwent a mesh revision with a partial hysterectomy on (B)(6) 2011.